Event description:
It was reported via repair work order that the footend lift drifting due to lift motor nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.